Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were two previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported suspected false positives for three individuals when testing with the cue covid-19 test for home and over the counter (otc) use. A fourth individual also tested positive, however, a pcr confirmed the positive result. This MDR is to document the false positive result for individual #3. See case(B)(4) for alternate patients. Individual #3: customer reports receiving a false positive result on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 20859g, reader sn (B)(4). A confirmatory sars-cov-2 naa pcr performed on (B)(6) 2022 provided a negative result. Individual did not have any symptoms. Cartridges were stored appropriately.